Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer declined follow-up from tandem technical support regarding the issue; therefore no additional information was obtained. There was no adverse impact to the customer¿s blood glucose level.